Event description:
During service for another complaint on 08/06/08 failure of no audio was identified. The unit also appeared to be dropped/damaged. There was no pt harm reported.

Manufacturer narrative:
The reported problem failure of no audio was isolated to the main pcb. The manufacturing facility has initiated a corrective, and preventative action associated with the confirmed failure.